Event description:
Approx 4" of the distal segment of this retrieval basket, including the basket, detached and remained in the pt's common bile duct during a laparoscopic cholecystectomy. Retrieval of the detached segment was successful during an ercp procedure. Attempts to gain further details regarding the circumstances surrounding this event have been unsuccessful. The device has been retained by the user facility. Follow up revealed this device was used for gallstone retrieval. This device is a ureteral stone retrieval device. This non-indicated use, laparoscopic biliary stone retrieval, may have contributed to this event. Co's directions for use state: "the basket is used endoscopically to entrap and remove stones from the ureter or kiedney."